Manufacturer narrative:
Additional information unique identifier added. Evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established quality procedures and documentation. Samples were received at the manufacturing site for evaluation. All samples were received in their original package. A visual and functional evaluation was performed, and leaking was noticed at the connection between the cross spike and the tubing line. The reported failure mode will be treated as confirmed, related to the manufacturing/production process. The root cause and action plan will be documented through a formal corrective and preventative action (CAPA). This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding tubes are leaking. After follow up request for more information the customer states that the issues were discovered during set up, priming, and prior to patient contact.